Event description:
The customer reported that their unicel dxc 600 pro synchron chemistry analyzer instrument generated erratic high density lipoprotein (hdld) results for one patient. This issue had affected multiple samples from the same patient on different days. This MDR will cover the event which occurred on (B)(6) 2012. The other events will be covered under separate mdrs. The customer initially obtained oir low (out of instrument range low) on the initially ran hdld sample. The customer diluted the sample with saline and obtained a result of 11.5 md/dl. The customer than sent the sample to an alternate laboratory to be tested on a different methodology, however, no information is available/provided. The result was reported out of the laboratory; however, no change to patient treatment is attributed to or connected to this event. The sample was serum, no additional sample information was provided. Controls were run before and after the event and the customer did not report any calibration or qc issues with hdld, incorrect results, calibration or qc issues with any other chemistry, or instrument errors. The customer did not require service visit, since this appeared to be an isolated event to this particular patient's samples.

Manufacturer narrative:
Beckman coulter in unable to conduct additional testing or investigation on the sample since customer sent the samples out to a reference lab to be tested. Associated mdrs with this event are: 2050012-2012-00765, 2050012-2012-00766, 2050012-2012-00767, 2050012-2012-00768.